Event description:
The manufacturer was notified on 02 mar 2016 that after the valve was implanted and on intra-operative echo a mild/ moderate paravalvular leakage (pvl) was noted between the non-coronary and right coronary cuspafter. The valve was removed and upon inspection a large piece of calcium remained in the annulus and was causing the paravalvular leak. The surgeon de-calcified completely. The second valve (medium) was implanted and the echo showed no paravalvular leak.

Manufacturer narrative:
The complete manufacturing and material records for the perceval s aortic heart valve, model icv1209, s/n (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval s valve at the time of manufacture and release. The visual inspections performed on the returned prosthesis confirmed the absence of manufacturing defects. Our global experience to date has shown that aortic insufficiencies can be caused by many factors, including the anatomy and physiology of the patient (e.g. The geometry of the annulus), decalcification of the annulus, valve size and the position of the valve.